Event description:
The manufacturer received information alleging an issue related to a simplygo device involving fire. There was no initial report of patient harm or injury. There was no report of medical intervention. Additional information received from a gfe attempt via email states, "the patient had used the portable oxygen concentrator during a 3-hour consultation on (B)(6) 2024. Upon returning home, they plugged in the device to charge. About an hour later, the equipment caught fire. The patient was using the poc plugged into the power outlet when the incident occurred. After vitalaire's visit to the patient, it was clarified that the fire was limited to the consumables (extension/cannula), not the concentrator itself. The possible primary cause was identified as the patient smoking while using the poc. " damage reported was described as occurring only in the consumables (extension/cannula). Specifically, there was one end of the extension or cannula that was burned and melted. The device itself was not damaged. The device has not yet been returned to the manufacturer for evaluation; however, has been sent to the manufacturer for analysis. If any additional information is received, a follow-up report will be filled.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a simplygo device involving fire. There was no initial report of patient harm or injury. There was no report of medical intervention. Additional information received from a gfe attempt via email states, "the patient had used the portable oxygen concentrator during a 3-hour consultation on (B)(6), 2024. Upon returning home, they plugged in the device to charge. About an hour later, the equipment caught fire. The patient was using the poc plugged into the power outlet when the incident occurred. After vitalaire's visit to the patient, it was clarified that the fire was limited to the consumables (extension/cannula), not the concentrator itself. The possible primary cause was identified as the patient smoking while using the poc. " damage reported was described as occurring only in the consumables (extension/cannula). Specifically, there was one end of the extension or cannula that was burned and melted. The device itself was not damaged. The device was returned to the manufacturer third-party service center. During the evaluation of the device, the third-party service center visually inspected the device it was overserved that the sieves are clogged, check valve cover is cracked, muffler and tubing kit are aged, spine screw holes are cracked, inlet filter has to be replaced due to preventive maintenance and battery is defective, won't charge properly. The device was returned unrepaired as requested by the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.